Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to atrial fibrillation. Feedback was requested to technical services and troubleshooting was discussed. This device remains in service. No further adverse patient effects were reported.